Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ed84. Investigation summary: the analysis found that one ec45a device (b) was returned with no apparent damage and with two ecr45d reloads presents. The reloads (c & d) were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in increased forced to fire or instrument failure. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the vats pulmonary wedge resection. After second ed, noted that the tissue was cut without staple and bleeding. Changed another ecr45d reload still got the same issue, then changed the new ec45a + ecr45d and still got the same issue. Finally, used another brand stapler to complete the procedure. No blood transfusion. The patient's condition is currently stable. No additional information could be provided.